Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip deployed yet unable to release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip was analyzed, and a visual inspection showed that the device was returned with the clip assembly detached and exhibiting evidence of full deployment. Microscope inspection further confirmed evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. Upon analysis, the returned device did not show evidence of either the alleged problems or defects which could have contributed to the event. Therefore, the probable root cause assigned is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip deployed yet unable to release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.